Event description:
Boston scientific received information that ten months ago this device had a magnet rate of 100 and one year remaining. Then, recently at the next device check the battery indicator was at end of life (eol). The only changes made to programming was turning minute ventilation (mv) on and increasing the max pacing rate to 150, however the pacing percentage did not change much. Technical services (ts) explained that turning on mv does increase power consumption and the device only has beginning of life (bol) and elective replacement time (ert) states, not elective replacement near (ern). The device was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately according to its performance specifications. A series of electrical tests were also performed, and again, normal device function was observed. Laboratory analysis concluded that the programming changes made in the field resulted in the unexpected eol declaration.